Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an empty cartridge alarm prematurely. Reportedly, the customer overfilled the cartridge with insulin. Tandem technical support reminded the customer this was off label. Blood glucose was 127 mg/dl. The customer changed the cartridge and resumed insulin delivery.